Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination revealed the micro catheter was broken 42.9cm from the proximal end and the braid was elongated. There was a large amount of dried blood present in the hub. Kinks were noted at 21, 31.3 and 86cm from the distal end. An appropriate sized mandrel was advanced through the micro catheter hub and resistance was experienced due to the large amount of blood within the catheter shaft. The mandrel was advanced through the distal tip for 25cm, but again met resistance due to the presence of blood within the catheter shaft. A coating confirmation test was performed and revealed coating was present; however, coating damage was evident. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as continuous flushing was not maintained as instructed in the dfu. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-00687, 2134265-2011-00688, 2134265-2011-00901. It was reported that during an embolization treatment procedure, removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The target lesions were located in the severely tortuous external and common carotid arteries on the patient's right side. Intermittent flushing with heparinized saline was utilized. A 150/10 renegade hi-flo microcatheter was advanced over a transend guide wire. At an unspecified time, the renegade became stuck on the transend wire and broke upon removal from a non bsc 5fr guide catheter. A second 150/10 renegade hi-flo microcatheter was advanced. Resistance was noted while advancing into the vessel and this renegade became kinked. At an unspecified time, this catheter was stuck on the transend wire and while removing the device from a non bsc 5fr guide catheter, the renegade broke. A third 150/10 renegade hi-flo microcatheter was advanced and at an unspecified time, it became stuck on the transend guide wire and broke during removal from a non bsc 5fr guide catheter. Each of the renegade microcatheters were broken in the 'mid distal third'. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.

Event description:
Same case as MFR#: 2134265-2011-00687, 2134265-2011-00688, 2134265-2011-00901. It was reported that during an embolization treatment procedure, removal difficulties were encountered. Vascular access was obtained via the right femoral artery. The target lesions were located in the severely tortuous external and common carotid arteries on the patient's right side. Intermittent flushing with heparinized saline was utilized. A 150/10 renegade hi-flo microcatheter was advanced over a transend guide wire. At an unspecified time, the renegade became stuck on the transend wire and broke upon removal from a non bsc 5fr guide catheter. A second 150/10 renegade hi-flo microcatheter was advanced. Resistance was noted while advancing into the vessel and this renegade became kinked. At an unspecified time, this catheter was stuck on the transend wire and while removing the device from a non bsc 5fr guide catheter, the renegade broke. A third 150/10 renegade hi-flo microcatheter was advanced and at an unspecified time, it became stuck on the transend guide wire and broke during removal from a non bsc 5fr guide catheter. Each of the renegade microcatheters were broken in the "mid distal third". The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is ok.